Event description:
The manufacturer received information alleging a trilogy ev300 " service required" alarm condition occurred while inpatient use. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center the technician alleges a "service required" code e-59 was found in the ventilator's downloaded error log indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute. The technician recommends replacing the system board and detachable battery to address the issue. The results of the investigation is currently pending as the technician has made other attempts to rectify the issue and none have resolved the problem. The technician requested a system board and detachable battery for repairs. The evaluation is pending the outcome of the requested parts-repairs. The manufacturer will make a good faith effort attempt to gather additional information-error logs to confirm the occurrence of e-59. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.